Event description:
The customer reported being hospitalized due to low blood glucose on (B)(6) 2011. The customer also reported that she was experiencing low glucose level for two days, and she has treated with food. The customer's recent glucose reading was 187 mg/dl. Troubleshooting was performed. While reviewing the programming, it was found that the customer adjusted her basal rate without consulting her doctor. The time on the insulin pump was incorrect. The reservoir was showing the same amount of insulin that the status screen shows. Advised the caller to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.